Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported material rupture and implant deployment issue could not be confirmed due to the condition of the returned device; however, there was a break/separation in the proximal seal. The investigation determined the reported issues appear to be related to circumstances of the procedure; however, a conclusive cause of the proximal seal break/separation cannot be determined. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the instructions for use states: predilate the lesion with a percutaneous transluminal coronary angioplasty catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 70% stenosis in the mid left anterior descending artery, which was not heavily calcified. Pre-dilatation was not performed. The 2.5 x 18 mm delivery catheter was advanced to the lesion and gradually inflated 2 atmospheres (atm) at a time. At 4 - 6 atm, the pressure would no longer increase. Another attempt was made to inflate the balloon, but the implant still would not expand so the device was removed from the patient. A 3.0 x 18 mm xience stent was implanted to treat the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.